Manufacturer narrative:
Immucor technical support used a remote electronic connection method on 28jun2016 to assess the instrument test well images in question. The test wells that were unexpectedly output as negative were visually negative.

Event description:
On (B)(6) 2016, a customer site reported an unexpected negative antibody screen when using capture-r ready-screen (3) on a galileo echo instrument, when tested on (B)(6) 2016.